Event description:
It was reported that the device would not detect the therapy cable which would prohibit the device from providing defibrillation. There were no reports of any pt involvement.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed assembly and found the root cause to be damage to the contact area of the therapy cable connector which very intermittently allowed contact with the therapy cable.